Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. Additional info: the product mentioned is not distributed to the united states, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that shortly after initiating ECMO, leakage from the gas outlet was noted. The device was exchanged. No pt effect was reported. ECMO - extra corporeal membrane oxygenation. (B)(4).